Event description:
It was reported that (1) 35ol was used during a lap chole procedure. It was reported by the rep that during the procedure, the plastic conical tip of the 35ol trocar broke off in thick subcutaneous tissue of pt. The plastic tip could not be removed and the case was completed with tip left in pt in the sub xiplioid area. There was extended or time by ten minutes. 05/18/2000 msg left for risk management. 05/24/2000 attempted to contact md. Receptionist stated that md was not in the office. This writer left name, telephone, and tracking numbers with the receptionist. Will attempt to contact again. 05/24/2000 md contacted this writer. Md was using the 350l and inserting it in the epigastric area. Md attempted to place the device at least 6 times through the fascia. When md removed the device the last time md noticed the tip of the device was missing. The pt had a very broad falsiform ligament. The tip of the device is in the falsiform ligament. The md stated md elected not to open the pt to search for the tip. No add'l info offered.